Event description:
Incident reported as: device won't hold pressure, falls apart and prongs are too short. Hospital personnel were stabilizing (B) (6) infant and infant required(B) (6). No further information available.

Manufacturer narrative:
Sample has been returned for evaluation, but investigation is not complete at the time of this report. The results of the investigation are not available at the time of this report.